Event description:
Information was received indicating a smiths medical cadd legacy pump was beeping with a message of "no run". The patient switched to back up pump. The reported event did not occur while in use with the patient. There was no injury to the patient due to the reported event.

Manufacturer narrative:
Additional information was received indicating that the event occurred while in use of the smiths medical cadd legacy pump for a life-sustaining infusion.